Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "flow rate too low" was not reproduced. Evaluation performed flow rate accuracy testing at rates: 100ml/hr, volume to be infused: 100 ml; results: 100.437 g / 0.437% error - pass; 40 ml/hr, volume to be infused: 40 ml; results: 41.581 g / 3.9525% error - pass. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate too low. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.